Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported resistance with the guiding catheter was confirmed. The reported deflation difficulty was not confirmed. In the test environment, the balloon was able to be inflated and deflated within specification. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a potential issue/observation caused by or related to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the non-tortuous or calcified, 80% stenosed, de novo, proximal right coronary artery (rca), the 4.5 x 15 mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation of the bare metal stent. After inflation it was noted that the balloon did not deflate properly and remained partially inflated to the degree it could not fit into the guide catheter. After unsuccessful attempts to fully deflate the balloon, the bdc was removed from the anatomy with the guide catheter. A different catheter was used and angiographic pictures taken. The procedure was completed with no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.